Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 1 during the load process. Reportedly, the customer was successfully able to load a new cartridge. When the new cartridge was loaded, the customer received an inaccurate fill estimate. As the issue occurred in the past, troubleshooting was unable to be performed. The customer changed supplies to resolve the issue. The customer's blood glucose level was in the 200 (mg/dl) range. The customer would continue to use the pump for insulin therapy.